Event description:
(B)(4). Event occurred in the united states. The patient reported the infusion set got detached while he was sitting at the kitchen table. Reportedly, the location of detachment is the tubing connector. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. The site location is the left side of the abdomen. The infusion was about to be used today. Also, there was no stress or pull on the tubing. The pump was not dropped with the set connected to the patient's body. The patient is seeking replacement of the infusion set. No further information available.